Event description:
Pt was receiving chemotherapy from a 500 ml IV bag administered via a vented/nonvented set and pump. Pt was being transferred from stretcher to bed. The set tubing separated from the pump, allowing the chemo solution to free-flow onto the floor. MFR's representatives notified of problem on 1/30/96. Set in question will be held for examination by MFR until 3/1/96 after which, it will be discarded. (*).